Manufacturer narrative:
H3 other text : the device was scrapped

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging difficulty breathing, shortness of breath and the device has a strange odor. The patient alleges experiencing pressure when breathing. There was no allegation of serious or permanent harm or injury. Medical intervention was not specified. The device was scrapped and cannot be returned to the manufacturer for evaluation and investigation. No other information has been received however if additional information is received a supplemental/follow up will be sent.

Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging difficulty breathing, shortness of breath and the device has a strange odor. The patient alleges experiencing pressure when breathing. There was no allegation of serious or permanent harm or injury. Medical intervention was not specified. A pms clinical expert review determined that the reported event of a patient having difficulty breathing/short of breath, experiencing pressure when breathing is assessed as serious injury. The device was returned to the manufacturer's quality product investigation laboratory for further investigation, in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. An internal investigation was performed on the device. The device's error log was reviewed, and the manufacturer confirmed multiple error codes: failed component (e-106) heated tube. The device was visually inspected, and the manufacturer confirmed the device had no evidence of foam degradation. Customer complaint of strange odor was not confirmed. Unit scrapped due to age. This issue is addressed in fsca 11651-21

Manufacturer narrative:
The manufacturer previously reported incorrect information in previous report. The following correction has been updated in this report. Section b1 was corrected for product problem. (Both adverse event and product problem was checked in the previous MDR.) Section b2 was corrected to blank. (Previously, it was other serious or important medical events.) Section h1 was changed from serious injury to malfunction. Section h6 health effects: clinical codes and health effects - impact code was corrected.